Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the cath lab for generator change-out due to normal eri, externalized conductors were observed via x-ray. No electrical anomalies were detected. The lead will continue to be monitored. The patient was stable before, during, and after the procedure.